Event description:
It was reported that patient was using device and it suddenly deflated. Then he could not get it to inflate again. Physician tried cycling and could not get the pump to start inflating. Removed pump. No fluid leak was found. After replacing the pump,. Device cycled successfully. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The pump was not functionally tested due to a misaligned deflation ball, the deflation ball was forward in position. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient was using device and it suddenly deflated. Then he could not get it to inflate again. Physician tried cycling and could not get the pump to start inflating. Removed pump. No fluid leak was found. After replacing the pump,. Device cycled successfully. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.